Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples were provided for evaluation. The provided samples were visually evaluated, and it was noted both samples did not have the air vent attached to the spike. Evaluation indicated that the samples were used, out of their packaging, suggesting that this defect occurred during use. It should be noted that the air vent is a snap-in joint and can be removed. Based on the investigation findings, the samples met internal specification; therefore, the reported defect of disconnected air vent was not confirmed to be related to the manufacturing process. Additionally, the sample was functional leakage tested, and no leakage was detected. To replicate the reported defect of air in line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. A measurement of the outer diameter of the pump segment tubing for both samples was taken and found to be 0.156 inches, which meets the specification of 0.1556-0.1633 inches. Based on the investigation findings, the sample met internal specification; therefore, the reported defect of air alarm was not confirmed. Multiple complaints were reported against various items for the air-in-line. CAPA was initiated. Since a lot number was not provided; it is not possible to determine if this device met the specifications that applied at the time it was manufactured. If the device was manufactured before the actions implemented under the CAPA, then the device is within specification. However, if the device was manufactured before the implementation of the actions taken within the CAPA, there is a potential the device is not within specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: air in line alarms with no visible air bubbles.